Event description:
The cutting forceps instrument worked on first side of procedure, wouldn't cut on the second side. The faulty instrument was replaced with a new one and the procedure finished with no harm to the patient.